Manufacturer narrative:
The event occurred at (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had a bacterial infection of the driveline and pump pocket. The treatment included unspecified surgical and drug therapy. No further information was provided.